Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the right ventricular lead was exhibiting noise. No interventions were taken. The patient condition was unavailable.